Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system exhibited a maintenance error. A field service engineer (fse) identified that the drawer was no detected on the bus and the bus cable was not fully seated. Fse secured the connection to resolve the issue. Fse also identified that the keyboard lights were flashing and updated the firmware and secured the connections to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had been rebooted but did not launch the normal menu screen and instead displayed a message indicating that system maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.